Manufacturer narrative:
Device evaluation: six devices were received and evaluated for the device fell off event complaint. All devices were evaluated. Due to the condition of the foam pad, the original adhesion properties could not be verified, and the complaint about these devices could not be confirmed.

Event description:
The patient reported that they experienced the v-go device falling off. No specific event dates were reported. It was reported that devices are available for return to the manufacturer for evaluation, however to date, have not been received.